Event description:
The customer reported that the system displayed an iris potentiometer errors. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the cable connections and tested the boards. The system operates as intended.